Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not save any data in tabular trend except for nibp. In the tabular trend, vital sign 1 through 4 does not show any data. In the nibp tab, they see blood pressures, but the other information on the page like heart rate does not populate, and it only gives them 3 dashes for the rest of the data. They have already rebooted the cns and un-monitored and re-monitored one of the beds; and the issue still persists. The customer called in to update us that now the full disclosure will not show any data at all. The full disclosure window for all tiles was displaying "data cannot be read." Nihon kohden technical support (tech support) informed them that the hdds are probably failing and that we need to have this unit return for evaluation. This issue is regarding historical data being saved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not save any data in tabular trend except for nibp. In the tabular trend, vital sign 1 through 4 does not show any data. In the nibp tab, they see blood pressures, but the other information on the page like heart rate does not populate, and it only gives them 3 dashes for the rest of the data. They have already rebooted the cns and un-monitored and re-monitored one of the beds; and the issue still persists. The customer called in to update us that now the full disclosure will not show any data at all. The full disclosure window for all tiles was displaying "data cannot be read." Nihon kohden technical support (tech support) informed them that the hdds are probably failing and that we need to have this unit return for evaluation. This issue is regarding historical data being saved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was only saving nibp data in tabular trend, no other data was showing. Full disclosure was also not showing date and was displaying a "data cannot be read" error message. They tried rebooting the cns and un-monitoring and re-monitoring one of the bedside monitors (bsm), but the issue persisted. No patient harm was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the reported device nihon kohden repair center (nk rc) was able to duplicate the reported issue of the cns not saving data in full disclosure. The hard drives were replaced to resolve the issue. Hdds are electronic components that may deteriorate over time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intake, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," or "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drives replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid) - which puts multiple hard drives together to improve performance). An hha (19-022) has been completed for the cns-6201a hard drives failure. Attempt #1 08/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsm): model #: ni; serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was only saving nibp data in tabular trend, no other data was showing. Full disclosure was also not showing date and was displaying a "data cannot be read" error message. They tried rebooting the cns and un-monitoring and re-monitoring one of the bedside monitors, but the issue persisted. No patient harm was reported.